Manufacturer narrative:
(B)(4). An actual sample was submitted for evaluation. A visual inspection of the sample revealed a hole in the packaging. The reported condition was confirmed. Although the condition was confirmed, the root cause was not identified. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.

Event description:
The customer reported to baxter (B)(4) a y-type tur-irrigation bladder set in which a hole in the packaging was found. The condition was identified before patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.